Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable, charging pad, and wall power adapter. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable, charging pad, and wall power adapter.